Event description:
A 28 mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported the aneurysm ruptured and the pt was converted to open repair and the stent graft was explanted. During the explant procedure no type 1 endoleak or any other endoleaks were observed. No add'l clinical sequelae were reported and the pt was reportedly alive. The explanted stent graft was not returned to medtronic.